Event description:
A theatre manager reported that one of the surgeons had to perform an anterior vitrectomy during a cataract with intraocular lens implant surgery. The surgery believes this event could be related to the presence of kinks in the irrigation and aspiration lines. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).